Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information obtained from the sales representative, indicated that the pacemaker remains implanted and had 10 years of battery life, it was never explanted. Please disregard report number 2124215-2023-45053.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.